Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/17/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/26/2015 with the following findings: the original complaint could not be duplicated or confirmed. There was no evidence of short battery life observed in the black box. The pump powered on with the returned battery cap. The battery compartment was intact and current draws were within specifications. The pump case was removed and there was no moisture or damage found inside. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.